Manufacturer narrative:
No end user information provided. The product was evaluated and repaired by an independent repair center. Should additional information become available, a supplemental record will be filed.

Event description:
(B)(4) -update: irs received on 07/15/15 states that the pilot valve had an unspecified defect causing the unit to alarm or red light. Additional malfunction is the power switch has no alarm function. The non-alarming issue is a reportable event which is the basis of this FDA filing. (B)(4) : dealer states the unit has a red light and alarm. Dealer states this is part of a rental fleet. Dealer thinks it would have failed while the customer was using but did not have details. No further information provided.